Manufacturer narrative:
(B) (4).

Event description:
Following implant, the pt had irritation at the implantable neurostimulator site (ins) with drainage noted by the physician. The pt also lost adequate stimulation. In (B) (6) 2009, the pt had a lead revision after investigation of the ins pocket site; the pocket showed no signs of infection. A couple of weeks after the revision, the entire system was explanted due to infection. The pt was reported to have had no negative outcome from the event.